Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. Almost two weeks later, the pt presented with "plantar fascitis". The investigator noted the event as moderate in intensity. The physician prescribed orthotics (unspecified) as treatment for the condition. The condition was reported as continuing without treatment when the pt was last seen later in 1999. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted intercurrent illness as a possible cause for the event.